Event description:
It was reported the camera head displayed a bad quality image. The issue was observed during an unspecified, diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, h2, h3, h4, h6, and h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions was identified during the device evaluation: cracked body cover a definitive root cause could not be identified based on the results of the investigation. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head displayed a bad quality image. The issue was observed during an unspecified, diagnostic procedure. There were no reports of patient harm.